Event description:
It was reported that oxford cement keys drill bit broke during surgery. No consequences or impact to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10. Additional information received: product information received. Lot no.: zb130901. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown.

Event description:
It was reported that oxford cement keys drill bit broke during surgery. No consequences or impact to the patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 4 complaints reported with the item (B)(4) (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Manufacturer narrative:
(B)(4). Initial report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that oxford cement keys drill bit broke during surgery. No consequences or impact to the patient. Attempts have been made and no further information has been provided at this time.